Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012 and topical skin adhesive was used. The patient returned on (B)(6) 2012 with an infection and was started on three antibiotics. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.